Event description:
Physician was attempting to use one nc sprinter balloon for pre-dilatation of a lesion in the lcx but the balloon burst after 2nd inflation to 10atm. Physician then deflated balloon and removed it successfully. Confirmation was received that all parts of the balloon were removed from the patient. No patient injury or clinical sequelae were reported. Evaluation summary: the balloon had been inflated. The distal tip was damaged. Hardened blood and contrast were present inside the balloon and inflation lumen. During the analysis the device failed negative prep. Pressure was applied to the device and liquid was seen exiting the balloon, confirming the presence of a leak. An approximate 0.5mm longitudinal tear was located on the distal cone on top of a balloon fold.

Manufacturer narrative:
Evaluation: results: (related to operational context) burst related to use of device, (deformation problem). Evaluation: conclusions:(related to operational context) burst related to use of device. (B)(4).